Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Related manufacturer reference number:2017865-2020-02234. It was reported that the patient presented for a scheduled device implant. The following day an x-ray was performed. Upon review, it was noted that the right atrial lead and right ventricular lead exhibited a lead slack issue. Slack was added to both leads. The patient was stable before, during, and after the procedure.